Event description:
Through journal article reoperative hybrid breast augmentation: an analysis of risk factors for complications and reoperations, healthcare professional reported "patient presented with capsular contracture [baker grade unknown], and poor soft tissue coverage," on the right side. The device has been explanted.

Manufacturer narrative:
Article citation: alexandre mendonça munhoz, ary de azevedo marques neto, reoperative hybrid breast augmentation: an analysis of risk factors for complications and reoperations, journal of plastic, reconstructive & aesthetic surgery 101.25nov2024; 53-64. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.